Event description:
The dealer states that end user either got 2 right or 2 left front riggings.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.